Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Patient reported that battery was to hold a charge for up to 3 maybe 4 days, as it is right now it only holds a charge for about a day and a half. Then when charged, patient thinks only once did it go to a solid green light. Most time it comes up as a problem with charging, but it shows 100%. Then there is also a matter of does it matter what setting it is on as to where you get the most relief. Right now, seems that the setting it is on such as a is where you feel the stimulation the most or if on c that is where you feel it the most. Patient's next appointment with hcp is not till aug. 25. Pt had the temporary one on and the battery on that one lasted the whole 9 days had it on and never had to recharge it the whole time. Today when pt charged it the green light never came on solid to let pt know that it was fully charged. Pt started out with the remote at a 100% level. When the charge was done the yellow light came on that pt needed to recharge the remote and the battery on the device showed it was at 100% but now it is already down to 70%. Pt mentioned their dissatisfaction with the product and rep.

Event description:
Rep reported cause of ins holding charge for only 1.5 day is due to the patient uses high dose programming and high intensity settings. Rep met with patient and programmed the use of cycling and changed settings to low dose stim. Issue has resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.